Event description:
According to the reporter: during a laparoscopic low anterior resection (lar) procedure the surgeon checked the opening and closing of the jaws then clamped the tissue, pushed the green button, and tried to squeeze the handle. However, it was stiff and could not be squeeze. The device was replaced by a new device and the procedure was completed. The surgical time was extended by less than thirty minutes. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.